Event description:
Smiths medical internation ltd, has been notified of an event that the user alleges the inflation line was broken. The tube had been secured with tape around the inflation line. The tape had been changed to check for tube security every day. Tube was changed after 7 days due to event. No adverse outcome. Unit was pretested.